Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system geometry movements partly available¿. Upon investigation, fse checked the r cabinet and found that the dcps has voltage input but no voltage output. Fse replaced dcps. After replacement, the system was returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, the geometry movement was not possible. System was in use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the dcps power supply module of the r cabinet is damaged. The fse replaced the dcps power supply module and system is back to normal.